Event description:
On (B) (6) 2007 - pt reports that use of the care ifc plus device caused blisters.

Manufacturer narrative:
The company's investigation of this event determined that this incidence of dermal blistering was not a "serious injury" as defined by 21 cfr 803 and that no evidence was uncovered that indicates a reportable device malfunction occurred. Even though this incident does not appear to meet the definition of an MDR reportable event, the investigation was still ongoing at the 30 day threshold. In an abundance of caution, care rehab, inc. (Cri) is submitting this retrospective MDR to ensure compliance with 21 cfr part 803.